Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125735.

Event description:
It was reported that the patient's system was autoreducing and was unable to be set to MRI mode due to high impedances on one lead. The patient was reprogrammed using the patient's other lead. Still, the patient underwent surgical intervention during which the lead with the high impedances was explanted. The patient has effective therapy with their other lead. It is unknown which lead had the high impedances.